Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04421. During the ipg replacement (reported under MFR 1627487-2021-16684). The physician removed one of the octrode lead as it was cut by accident by another surgeon in the past during an unrelated surgery. Patient has effective therapy with the remaining lead. It is unknown which lead is liable for the issue. Hence, both leads are made reportable.